Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. A new usb cable was obtained and the pump charged as expected. Blood glucose level was 170 mg/dl.